Event description:
It was reported that during a da vinci si surgical procedure, the fibers of the articulating neck of the prograsps forceps instrument were frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch down cables to be broken at the distal clevis hub. The broken cable segments that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's grip cables to be derailed. One grip cable was derailed from the distal inner pulley. The grips cables were able to open and close, however the movement was not precise. Cable derailment is likely due to the cables losing contact with pulley during wrist articulation. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.